Event description:
Customer called because he stated he was getting erratic readings from hi to 120 mg/dl. During troubleshooting, customer service found that his meter was in mmol/l. The customer doesn't know for how long. Customer service helped the customer change the meter back to mg/dl.